Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot by itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction..

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence to support the customer's report on the confirmed event date. The logs did show multiple user accessory changes that could be related customer's report on a different event date but that could not be firmly established. The customer received a new multi-function cable as a precaution. No trend is associated with reports of this type.